Event description:
A customer reported that iop (intraocular pressure) control was not able to be used during a procedure. It was noted that a system message occurred twice even though priming was passed before surgery. The same cassette was reset and performed priming, but the issue did not resolve. The operation was completed without iop control. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).